Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had no delivery alarm. Customer¿s blood glucose value at the time of incident was 14.6 mmol/l. Customer reported that alarm occurred during manual prime. Customer was not able to troubleshoot. Product will not be returned for analysis.